Event description:
A (B) (6) male pt was contacted by lifecor customer support and reported that he had been receiving arrhythmia alarms and "check therapy pad" messages. Support requested a manual recording and a data transfer. A review of the transferred data indicated a potential problem with the monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The cause for the pt receiving the arrhythmia alarms and "check therapy pad" messages was due to a short circuit between the -5a power supply and ground. The root cause of the defect was a defective max664 programmable voltage regulator (u38). The root cause of the defective u38 component cannot be positively identified but is likely a random component failure. This is the first reported failure of u38 since PMA approval in october 2002. The monitor was repaired, retested and restocked. No adverse event resulted from the defective component. The pt received a replacement monitor.